Event description:
The customer reported that there was an error message with film exposure displayed on the system. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep found that investigation of the fault revealed inconsistent test results using the large and small spot while taking film exposures. Testing continued with high voltage cables. Resolution to the error came with the replacement of the analog interface logic. The system was tested and is operating with in the manufacture specifications.